Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service was not requested in connection with this event. However, a getinge service territory manager (stm) who was in contact with the customer advised that the customer did not have the main breaker on which resulted in the batteries not charging. The facility's biomedical engineer turned the breaker on and the batteries started charging and all is ok . The iabp has been returned to clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit would not hold a charge. It is unknown under which circumstances this event occurred or if a patient was involved. However, no adverse event was reported. The date of event is also unknown.